Manufacturer narrative:
The ge service rep conducted an onsite investigation. The rep determined that the batteries and the cable needed to be replaced. No further info was provided.

Event description:
The customer reported that the system would not boot up. No pt injury was reported.